Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the customer is requesting the device be sent to bench repair. There was no reported patient involvement.

Manufacturer narrative:
Further information was provided that the cap plate and casing were damaged, the bottom bumper for the printer was missing, and the ECG connector and a button on the bezel assembly were worn. This is an allegation of physical wear and structural damage without any allegation of functional deficiency. There is minimal health risk.